Manufacturer narrative:
There was no button error alarm on the insulin pump. The device had an intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the keypad was unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised they were bowling, changed out the battery when they arrived at home and then received the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.